Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that after entering a blood glucose reading of 225 mg/dl into the insulin pump and updating the sensor, the insulin pump kept alarming for meter blood glucose now. The customer was assisted in calibrating the sensor. The blood glucose was 300 mg/dl and the customer reporting eating apple jelly. The customer treated with insulin.

Event description:
It was reported the customer had a no delivery alarm during a bolus. The customer's blood glucose was 170 mg/dl. Customer declined to troubleshoot as they believed they needed to change their infusion set. The customer was advised to complete a set change as soon as possible. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.